Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number. Additionally, the OEM determined that the most likely cause of the reported event can be attributed to user¿s technique or mishandling. The device instruction manual warns users, ¿before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result.¿

Manufacturer narrative:
The device was reported discarded by the customer and will not return for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar complaints, a potential cause for the injury is operator technique. The device instruction manual contains warnings to prevent thermal injury: ¿whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns.¿ ¿only the grasping section should come in contact with the tissue. If other parts (e.g., the metal area around the grasping section or shaft of the thunderbeat instrument) come in contact with the tissue, they may cause burns due to current leakage.¿

Event description:
Olympus was informed that at the end of a tlh procedure, the patient experienced a thermal laceration to the small bowel area. The thunderbeat device was the only device in use at the time. The patient had additional surgery to suture the bowel burn. The patient has since been discharged. The device has since been discarded by the customer site.